Event description:
The consumer reported there was an implantable neurostimulator (ins) pocket issue. The ins had gradually moved down from its initial location in the pocket. A revision was performed (B)(6) 2015 to reposition the ins. It was unknown if the patient recovered completely. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.